Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the surgeon used three of devices that tore during removing the specimen. They then used a fourth device and completed the procedure. There was no patient consequence reported. The devices were discarded.